Event description:
It was reported by service report that the brake/steer pedal will pop free when brakes or steer is applied. Broken side rail lever reported and needs an IV pole installed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Latch assembly, IV pole.